Event description:
Litigation papers allege, patient began having increased pain by (B)(6) of 2010.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.